Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery (om). The physician implanted an unknown stent in the om. Following post stenting after retrieval of accessories, dissection was observed under fluoroscopy. To cover it, a 5.00 x 12 synergy drug-eluting stent was advanced; however, some resistance was felt while advancing and the shaft of the stent was broken. The device was removed and the procedure was completed. The dissection was doubtful so the physician decided to not stent immediately and checked angiography on the very next day and observed no dissection in the lesion. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 5.00 x 12mm stent delivery system (sds), catheter was returned for analysis. Device returned in 2 pieces. The second part of the device received (distal end) is deemed not to be part of the synergy xd device due to it attributes (colour of polymer shaft and tip, distance between markerbands proximal and distal is 8.76mm). The distal end of the stent, shaft polymer extrusion, and balloon profile were not returned. A visual and tactile examination of the hypotube shaft found a shaft break at approx. 33cm distal to the distal end of the strain relief. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery (om). The physician implanted an unknown stent in the om. Following post stenting after retrieval of accessories, dissection was observed under fluoroscopy. To cover it, a 5.00 x 12 synergy drug-eluting stent was advanced; however, some resistance was felt while advancing and the shaft of the stent was broken. The device was removed and the procedure was completed. The dissection was doubtful so the physician decided to not stent immediately and checked angiography on the very next day and observed no dissection in the lesion. No patient complications were reported.